Event description:
The hosp staff used the device on a pt during a "code blue". The device was used to administer defibrillator shock and external pacing. The operator reported that "after approximately 10 to 15 minutes, the batteries on the AED failed. The AED worked properly when plugged back into electric". The pt's outcome was not reported.